Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that 4 of the bd ultra-fine¿ pro pen needle were clogged. The following information was provided by the initial reporter, translated from german to english: customer informed us that her son needs 6 needles per day and since last thursday 4 needles out of 30 were clogged. No liquid could be released.

Event description:
It was reported by the consumer that 4 of the bd ultra-fine¿ pro pen needle were clogged. The following information was provided by the initial reporter, translated from german to english: customer informed us that her son needs 6 needles per day and since last thursday 4 needles out of 30 were clogged. No liquid could be released.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.